Manufacturer narrative:
Device evaluation - returned driver was visually examined with the aid of a 5x loop. The fracture is planar and is perpendicular to the drive axis. This is consistent with a ductile failure. The cause for this is likely due to high torque with or without bending moments applied. Failures of this nature have been previously addressed. Review of device history records found (B)(4) pieces of lot 00355up-r were released for distribution on 12/13/2016. Two-year complaint history review found one (1) previous report of this nature for this lot. The need for corrective action was not indicated as a new driver has been designed and released.

Event description:
Item returned on rga, and when inspected upon receipt it was found that the reform driver with mechanical lock (hxx-39-0001) had a broken tip. Follow-up attempts for details on how the driver was broke have been unsuccessful to date. The driver is reported due to this part number being the subject of a similar malfunction resulting in serious injury in the last two years.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Item returned on rga, and when inspected upon receipt it was found that the reform driver with mechanical lock (hxx-39-0001) had a broken tip. Follow-up attempts for details on how the driver was broke have been unsuccessful to date. The driver is reported due to this part number being the subject of a similar malfunction resulting in serious injury in the last two years.